Manufacturer narrative:
.

Event description:
V lead impedance >2500 ohms. Good sensing, r-waves and thresholds. Unipolar and bipolar are both >2500 ohms. Psa impedance was 1000 ohms. Boston scientific tech suggested that lead may not be in the header all the way. It was suggested that they retest the lead with the psa to ensure good lead tissue. Pt was brought back into the lab and connections were analyzed under fluoro. All was normal. The md opened the pocket and re-inserted the rv lead and secured set screws. Impedance yielded >2500 ohms. Md attached lead to the psa and impedance was measured at 2580 ohms. The lead was then removed.